Manufacturer narrative:
The loaner autopulse platform (sn (B)(4)) was returned from the customer for service. During service on 08/24/2020, the returned loaner autopulse platform failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The root cause for the ua07 error message was due to defective load cells. The cracked bottom enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, noticed crack on the bottom enclosure, likely caused by mishandling such as drop. The bottom enclosure was replaced to address the observed physical damage. The autopulse platform failed initial functional testing due to ua07 error message displayed upon powering on. The load cell characterization test revealed that both the load cells are over reporting. The load cells were replaced to address the ua07 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
The loaner autopulse platform (sn (B)(4)) was returned from the customer for service. During service on 08/24/2020, the returned loaner autopulse platform failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.